Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experienced a low blood glucose (bg) of 40 mg/dl. Customer declined to provide further information or troubleshoot with tandem technical support.